Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported "trunnion wore to a point. Hip revision needed. Femoral head was a 36 cocr. Left side".

Manufacturer narrative:
An event regarding disassociation involving an unknown metal head was reported. The event was confirmed via review of the provided medical records by a clinical consultant. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the failure of a total hip replacement due to trunnionosis and disassociation. I can confirm that this event took place since I was able review the x ray showing the disassociation of the femoral head from the trunnion with deformity of the trunnion. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnionosis and disassociation are multifactorial including surgical technique factors, patient factors, and implant factors." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed via review of the provided medical records by a clinical consultant which indicated the following: "this inquiry reports the failure of a total hip replacement due to trunnionosis and disassociation. I can confirm that this event took place since I was able review the x ray showing the disassociation of the femoral head from the trunnion with deformity of the trunnion. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnionosis and disassociation are multifactorial including surgical technique factors, patient factors, and implant factors." Further information such as return of the device, device catalog and lot code information, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported "trunnion wore to a point. Hip revision needed. Femoral head was a 36 cocr. Left side" update: "no head dislocation."